Manufacturer narrative:
The MDR supplemental report is being submitted to provide the corrected and updated and fields. The device was returned to olympus for evaluation and the customer's allegation of a glitchy screen was confirmed due to a faulty cable. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review was performed, and no issues were noted. It was verified that the device was shipped in conformance within specifications. A labeling review was conducted using the product label otv-s7proh-hd-12e . No anomalies were found and is addressed in the following: "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 14 as per IFU. "If an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation." Reference page 23 as per IFU. Olympus will continue to monitor the field performance of this device. .

Event description:
It was reported to olympus that there was an image problem while using the camera head; the screen glitched when plugged in, leading the reporter to believe there was a shortage in the cord. The issue occurred during preparation for use for a therapeutic procedure, which was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E2 - health professional: should be "n" for no (incorrectly populating as y). The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 14 as per IFU. "If an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation." Reference page 23 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that there was an image problem while using the camera head; the screen glitched when plugged in, leading the reporter to believe there was a shortage in the cord. The issue occurred during preparation for use for a therapeutic procedure, which was completed with a similar device. There were no reports of patient harm associated with the event.